Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer stated that he was at the pool with his son and may have gotten the pump wet with some juice. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with an intermittent button response due to the corroded keypad traces. There was no button error alarm noted. The pump was received with a minor scratched lcd window, a cracked reservoir tube lip, and cracked battery tube threads.(B)(4)